Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high glucose. Customer¿s blood glucose was over 438 mg/dl. The customer had dry mouth due to the high blood glucose. The customer reported that the insulin pump had no delivery alarm. The customer reported that they had received the no delivery alarm even after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test.(B)(4).